Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 600 mg/dl on (B)(6) 2018. The time of the incident is unknown. Customer did not have symptoms. Blood glucose value when admitted to hospital was over 600 mg/dl. Customer current blood glucose was 141 mg/dl. Blood glucose reading at the time of the incident was 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer was treated at the hospital with fluid. The names of the hospital customer visited is (B)(6) center. (B)(6) reported the incident. The reporter contact is (B)(6). Customer did not perform carelink upload. Customer was admitted in the hospital for hip fracture and high blood glucose reading. Customer did not perform hp test. Infusion set was last changed: (B)(6) 2018. Products will not be returning for analysis. The customer was not using auto mode feature during the serious injury.